Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during an interrogation prior to normal battery depletion change out procedure, the right atrial (ra) lead and right ventricular (rv) lead exhibited high out of range pacing impedance measurements of greater than 2500 ohms along with high threshold measurements leading to loss of capture. During the planned change out procedure, a fracture with complete lead break was visable on fluoroscopy. The lead break was a two to three inch gap in subclavian area. The ra lead was observed to have a visible kink. The physician questioned the patient about twiddlers sydrome, however the patient denied it. Subsequently both the ra and rv leads were surgically abandoned and the device was explanted as planned. No adverse patient effects were reported.